Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a mega suturecut needle driver to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 7.00mm x 2.90mm was found to be broken off. The broken piece was not returned with the instrument. Due to the broken grip tip, a detached fragment coded was added. Further inspection of the returned mega suturecut needle driver instrument found no additional damage or abnormalities. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing, the mega suturecut needle driver had a broken tip. There was no report of patient involvement or no reported injury.